Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the downstream sensor had failed, which caused the alarm failure. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump failed to alarm load set. The initial reporter advised that the complaint had occurred during testing, and had no affect on a patient. (B)(4).